Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during procedure the biopsy cap was leaking fluid. The procedure was completed with the original seal biopsy valve. There were no patient complications reported as a result of this event.